Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy a 10mm endopouch was used. A piece of the bag broke off and had to be retrieved. No harm to the patient. The piece was removed without any injury to the patient. The procedure was completed successfully. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # t92w71. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed, the bag damaged and the suture cut. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. A manufacturing record evaluation was performed for the finished device lot t40a95 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92w71 number, and no non-conformances were identified.